Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was too anterior. It was noted that system impedance was approximately 100 ohms, and defibrillation threshold (dft) testing was not performed at implant. Subsequently, the s-ICD underwent a pocket revision. This s-ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause. At this time, no further information is available. Should additional information become available this report will be updated. This product investigation is still in progress. This report will be updated when product investigation is complete.